Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient began to not have relief from the pain about 3 months ago. The patient had met with the manufacturer representative about 3 months ago who determined that the 7-8 leads were not working. Reprogramming was done. Since then there had been an improvement in the patients pain and they were able to function; however, the patient still had a pain level of 5. The patient stated that it had been determined to be a medical issue. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient had cervical lead placement. The manufacturer representative had been made aware of the patient having intermittent stimulation coverage on the patient visit on (B)(6) 2016. The impedance check and notes from the programming session were made. Out of range results were found as the impedance range was between 30- 10,000 ohms when the check was done at 0.7v. Electrodes 8-15 had impedances >10,000 ohms. The patient told the manufacturer representative during the visit that they had lost all stimulation on their right side. Programming was done with electrode 7 to cross talk some stimulation to the right neck and some in the right hand; however, the patient was information that the right lead would need to be revised to recover all right side stimulation coverage. The health care professional (hcp) was informed. The patient stated that they would keep the manufacturer representative and hcp informed during the meantime if they continued to have intermittent stimulation. The manufacturer representative clarified that it was the electrodes 9-15 that were all over 10,000 ohms versus the original statement that the leads were not working. The manufacturer representative stated that it was not the leads. The lead revision was suggested at the appointment but the patient did not want to proceed at that time due to insurance/coverage issues. Additional information was received from the manufacturer representative on (B)(6) 2016 reported that on (B)(6) 2016 the patient had only complained of the stimulation not working/covering all the areas of pain. There had been no mention of the pain at a certain level at that time. It was reported that the recurrence of pain was not out of normal baseline pain was at that time directly related to having lost stimulation coverage. The manufacturer representative had not been made aware and had no further information regarding the pain being a medical issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.